Manufacturer narrative:
Omsc followed up with the user facility to obtain more detailed info. It was reported that the facility successfully could release the loop and withdraw the tube sheath from the patient using a bipolar snare on the following day. The facility stated that the loop became stuck in the tube sheath because the user added excessive force to fasten the loop while user tried to place the loop over the clips. The clips were reportedly deployed around the polyp. The facility also reported the user used the subject device by mistake. Only the tube sheath of the subject device was returned to omsc for eval. The eval confirmed that the one end of the tube sheath was cut and the other end was burned. Omsc reviewed the mfg records of the subject device and confirmed that there was no irregularity. Omsc decided that the mishandling by user caused the event. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during a colonoscopy for polypectomy, the user successfully placed and tightened the loop over a polyp using the subject device; however they could not release the loop from the tube sheath of the subject device. It was also reported that the facility abandoned the procedure because the facility did not possess a loop cutter to release the loop from the tube sheath.